Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that insulin continued to drip after the motor stopped. Blood glucose level at the time of the incident was 370 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to loose/protruded drive support disk causing the home switch to misaligned with the motor slide pad. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify a33 alarm due to motor error alarm. Pump received with loose/protruded drive support disk, minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip,broken belt clip slot and missing end cap sticker.